Event description:
In approx (B)(6), 2004 and (B)(6) 2004 "pelvic mesh product(s)" were implanted. It was reported that the pt, "has suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, and economic damages," as a result of the implantation of the pelvic mesh product(s).

Manufacturer narrative:
The alleged ams mesh device(s) was not specified. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.